Event description:
It was reported the lead was fractured in half and the stimulator "burned out." It was unknown whether the stimulator had normal battery depletion. The lead and stimulator were explanted and replaced. There was no patient injury, and the patient recovered without sequela.

Manufacturer narrative:
Lead model 3093-28 lot# v372142 implanted: (B)(6) 2010, programmer model 3037 serial# (B)(4). The lead and stimulator have been returned for analysis. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
Final analysis of the stimulator revealed no anomalies. Final analysis of the lead revealed no significant anomalies, but the lead body was cut through.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.